Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's insulin pump was squirting out insulin during the manual prime process and that the customer was unable to exit the "preparing to prime" loop. The customer's blood glucose level was 312 mg/dl. Standard troubleshooting was performed. The customer was unable to clear the loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.